Event description:
New information received on (B)(6) 2021 indicated that the patient presented with post paced t-wave over-sensing. Programming changes were made, and no patient symptoms were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely with an implantable cardioverter defibrillator that was over-sensing post paced t-waves. No resolution was reported.